Event description:
The external pulse generator (epg) was received into service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was also determined at analysis that the display wire was pinched, the wire insulation was exposed. The lower case was broken, and four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.